Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Cardioquip technician suspected bacterial contamination during on-site inspection.